Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 11 of 21: it was reported that during use of bd max¿ system, bd max¿ instrument, a group b streptococcus false positive patient result was obtained. Test was repeated on max and was negative. There was no report of patient impact.

Event description:
Report 11 of 21: it was reported that during use of bd max¿ system, bd max¿ instrument, a group b streptococcus false positive patient result was obtained. Test was repeated on max and was negative. There was no report of patient impact.

Manufacturer narrative:
The complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing a high positivity rate while running the gbs assay. Customer suspects false positive results for gbs. Customer also reports witnessing bubbles during sample transfer and pipetting. Customer completed environmental monitoring and located positive results within the biosafety hood. A bd field service engineer (fse) was dispatched to the customer site to perform an instrument health check and preventative maintenance (pm) service. No functional issues were noted and the fse confirmed that all parameters are within bd specifications. A qualification run was performed and passed. This complaint is unconfirmed as the issue was unable to be reproduced. The root cause of the problem was unable to be determined with the information provided.no parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument, and no additional cases were observed for the complaint failure mode reported.